Event description:
The manufacturer's field service engineer (fse) reported the oxygen supply test failed. There was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: replacement of r216 corrected the 3111 error code (oxygen supply test) failure on this sensor pcba.